Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated chipped and o-ring is missing from the reservoir compartment. The customer dropped the pump on tile floor. The customer stated that the reservoir is loosed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratched lcd window, missing end cap sticker, stained address/serial number label and cracked battery tube threads.